Manufacturer narrative:
(B)(4). Please see attached user facility medwatch # 0501970000-2017-8008 - attachment: [pc-000024819.0501970000-2017-8008 (1).pdf].

Manufacturer narrative:
(B)(4) batch # p55n6u. Additional information requested and received: did the surgeon attempt to pull the firing trigger a 5th time in attempt to return knife to home position? Yes. Did the surgeon ensure that the firing trigger was completely open prior to pressing the red reverse switch? Yes. How was the device eventually removed from the tissue? Once she tried the reverse switch and the 5th firing, she eventually tried to manually pull apart the closing handle from the stationary handle. This caused the closing handle to completely break off. From here she had to open the patient and manually open the jaws of the device off the bowel. Was conversion due to issues encountered with device? Yes, it is believed that something in closing handle and release button caused this device to get stuck. The knife blade had already returned home, but the opening of the device was impossible. Where was the knife blade indicator or counter on handle when issue occurred? The knife blade was back in the home position. What is the current patient status? Patient is fine. The analysis found that one ec45a device was returned with the closure trigger broken and in the closed position. In addition, an ecr45b cartridge reload present. The reload was received fully fired. No functional test was performed due to the condition of the device. The device was disassembled to verify the internal components and no additional anomalies were noted. It is possible that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a sigmoid colon lower anterior bowel resection product ec45a got stuck on bowel and could not be opened. The doctor said the first two firings felt okay, the third felt strange and the fourth felt fine. However, after the fourth firing, she was unable to open the device. She tried numerous times to open the device, she used the reverse backout system and was still unable to open the device. She then manually tried opening the device by pulling the closing handle away from the stable handle, this caused the closing handle to break off the device completely. She then had to open the patient to remove the device from the bowel. This was a laparoscopic case that turned to an open one. The doctor has used this product for years with no problems in the past. This does not seem to be user error, but rather a device error.